Manufacturer narrative:
The device was not returned to zoll medical corporation. Follow-up communication with the zoll representative from (B)(6) and the customer indicated that the device started alarming indicating that calibration was due. Review of the rcs log confirms the customer report. However, this is not an indication of a device malfunction. The customer was unaware of how to bypass the alarms to operate the device and also confirmed they had no calibration or pm schedule in place. The device operated to specification. This claim will be closed as end user error. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not have any response to input/controls. Complainant indicated that the patient subsequently expired.